Event description:
It was reported that during xia3 surgery, the surgeon inserted screw in l4/s1. The surgeon attempted final tightening of the blocker by torque wrench. However the blocker spins freely and the screw won't seat properly after a few attempts. Therefore the surgeon removed the blocker and the screw and the surgeon changed the screw to another product.

Manufacturer narrative:
Method: device history review; complaint history review; functional inspection; device inspection. Results: the splayed tulip allowed for the blocker to skip threads if enough torque was applied, meaning that the blocker would continue to turn. Multiple factors may have contributed to the splayed tulip including, like cross threading of the blocker due to misalignment and over-tightening of the blocker. The most likely cause of the reported event is a splayed tulip with possible over-tightening or cross threading as contributing factors. Conclusion: the customer reported event of the blocker continuing to spin during final tightening was confirmed during inspection and via correspondence with the originator. The event resulted in a 5 minute delay, which is in line with the referenced risk documentation. The returned screw tulip was visually inspected and damage on its threads were identified. The thread to thread inner diameter was measured and the tulip was confirmed to be splayed.

Event description:
It was reported that during xia3 surgery, the surgeon inserted screw in l4/s1. The surgeon attempted final tightening of the blocker by torque wrench. However the blocker spins freely and the screw won't seat properly after a few attempts. Therefore the surgeon removed the blocker and the screw and the surgeon changed the screw to another product.